Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the implant was placed in ada site 4, a failure occurred upon insertion. The implant did not achieve primary stability. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. As reported by the dentist, the dental implant had to be removed due to inadequate torque.

Event description:
The clinician reported that on the day the implant was placed in ada site 4, a failure occurred upon insertion. The implant did not achieve primary stability. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).